Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the device serial number was not provided. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with a 25mm valve implanted for an unknown implant duration underwent valve-in-valve procedure due to stenosis. A 26mm valve was implanted inside the failing 25mm valve. There was no pvl post implant. Patient was stable and transferred to recovery.

Event description:
Edwards received information that a patient with a 25mm aortic valve implanted nine years, underwent valve-in-valve procedure due to severe aortic stenosis. A 26mm valve was implanted inside the failing 25mm valve. Tte was performed to confirm the absence of significant pvl. The patient was stable and returned to his room in good condition. The patient was discharged home on pod #1.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.